Event description:
A malfunction alarm, specifically malfunction code 12, was reported by the customer. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support provided information to reset the pump, which the customer successfully performed, and the malfunction code did not recur. Customer was advised to continue using the pump and contact support if the issue arose again, which the customer understood and acknowledged.